Event description:
It was reported that during a da vinci-assisted surgical procedure, maryland bipolar forceps wires were found to be broken. The procedure and patient outcome is unknown. On (B)(6) 2024, intuitive surgical, inc. (Isi) received maude report (B)(4) stating: noticed wire was broken during surgery

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. A return material authorization (RMA) was not issued for return as the customer reported that the instrument information is unknown. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue.